Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an episiotomy procedure on unknown date and continuous suture was used in the perineal skin layer. Following the procedure, the suture was totally absorbed within a week after surgery and wound dehiscence was observed on the sixth or seventh day post-op. It was also reported that the wound opening looks like it goes below the skin. The patient underwent a lateral perineal repair on (B)(6) 2016 and another suture was used to re-suture the wound. The patient is still in the hospital for further observation.

Manufacturer narrative:
Event date: (B)(6) 2016. It was reported that the patient underwent a lateral episiotomy procedure on unknown date and continuous suture was used in the perineal skin layer. Following the procedure, the suture was totally absorbed within a week after surgery and wound dehiscence was observed on the sixth or seventh day post-op. It was also reported that the wound opening looks like it goes below the skin. The patient underwent a lateral perineal repair on (B)(6) 2016 and another suture was used to re-suture the wound. The patient is still in the hospital for further observation. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.